Event description:
Reporter alleged blood glucose measured 74 mg/dl back to back with a result of 129 mg/dl performed 5 minutes apart however, the comparison was not found in the meter memory. Customer stated self treating with orange juice and felt better. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.